Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tubal occlusion device malposition') and embedded device ('the essure coils were then teased out of the cornual myometrium and the entire specimen removed from the abdomen thrugh the 5mm trcar') in an adult female patient who had essure (batch no. C5080) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('tubal occlusion device malposition') and embedded device ('the essure coils were then teased out of the cornual myometrium and the entire specimen removed from the abdomen thrugh the 5mm trcar') in an adult female patient who had essure (batch no. C5080-inv) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.